Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that none of the buttons are functioning. Prior to the event, he went rafting and thinks some water got in. The blood glucose reading was 263 mg/dl. The customer was advised to discontinue use of the pump and revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with no act and up button response due to corroded keypad traces. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to no act and up button response. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads. No moisture damage inside the insulin pump.